Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the reported phenomenon but the reported phenomenon was not reproduced. Omsc evaluated the subject device and confirmed the following. There was no abnormality about the output value of the subject device. There was no abnormality (e.g. A spark mark) on the inside of the subject device's connector. There was a burn mark on the outside of the subject device's connector. Omsc surmised that the reported phenomenon was the burning of an unspecified foreign material rather than the spark, because there was no abnormality on the inside of the subject device's connector and there was a burn mark on the outside of the subject device's connector. Omsc checked the device history record of the subject device, and there was no irregularity found. Based on these factors, omsc concluded that there was no abnormality about the subject device, omsc surmised that the mechanism of this event was the following. The insertion of the a-code was insufficient. An unspecified foreign material adhered on the a-code. The contact resistance of the part attached a foreign material became higher. As a result, a fever was developed, and the burning occurred. The ues-40s instruction manual states the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. During the unspecified procedure, a spark occurred at the connecting point of the subject device and the a-code. The facility completed the procedure without replacement of the usage devices. There was no report of the patient's injury regarding this event.